Event description:
Boston scientific received information that the latitude system for this patient detected a high rv pacing impedance measurement in (B)(6) 2008. Technical services received information that the clinic and local sales representative were contacted and informed of the possible lead issue. The clinic is aware of the situation and the patient will be scheduled for an in-clinic follow-up to evaluate the device/lead system. Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2012, due to normal battery depletion. The device was received at boston scientific's return products department in (B)(6) 2012.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and engineering calculations determined that this device met expected longevity. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.